Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.

Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen gsf lps-flex. It is reported by the pt's counsel that the pt received an implant on (B)(6) 2011 and was revised on (B)(6) 2014 due to pain. Note that, according to the info received to date, the legal claim is only against the nexgen gsf femoral component. The patient was also implanted with a tm monoblock tibia and a tm patella; however, it is unk if these components were revised.